Event description:
It was reported that shortly after system implant, an atrial lead polarity switch and lead warning occurred. It was also reported that the atrial lead impedance and threshold measurements were high. During the revision, when the atrial lead was tested with the analyzer, the lead measurements were within normal limits; however, when the atrial lead was reconnected to the device, the impedance measurement was not able to be defined. A device connector issue was suspected and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).